Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. One photo was provided to our quality team for investigation. The photo shows one loose syringe with an unknown needle attached. The reported defect is not observed in the photo received. Furthermore, a device history record review was completed for provided lot number 3027085. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material#: 309628. Batch number#: 3027085. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Needle coming off the syringe. Lot number is 3027085. (B)(6)2025- a report was received from xx correspondence into the product complaint email box regarding xx. The report states, "needle flew off syringe releasing xx prior to administration of injection." (B)(6)2025- bd syringe 1ml ll lot number is 3027085 is part of izervay kit lot t16230258a. (B)(6)2025-investigation requested from bd for syringe 1ml. Additional information provided: there was no patient harm, injury or complication reported in this case. The event date is 03dec2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.